Event description:
It was reported that a large pt undergoing an MRI of the left shoulder experienced an area redness approximately the size 1 1/2" x 3" with blister-like appearance. The pt had been wrapped in a sheet to prevent bare skin from touching the magnet. The pt was referred to a plastic surgeon for follow-up and treatment.